Event description:
Clinical study. It was reported that following a percutaneous carotid artery intervention stenting treatment procedure that the pt returned with in-stent restenosis. The index procedure treated the 80% stenosed 4.0x21mm target lesion located in the left proximal internal carotid artery. Treatment utilized a bsc filterwire ez and placed a 4-9x30mm nexstent. Following post dilation with an unspecified device the residual stenosis was 20%. One day post procedure the pt was discharged with a nih stroke value of 0. The pt returned 391 days following the index procedure for a scheduled 12 month ultrasound revealing a less than 50% restenosis of the target lesion. The pt was asymptomatic with a nih stroke scale of 0. No action was taken for this event. Per the physician, the stenosis was between 30-40%, and the relation of the device to the event was listed as "possible".

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.